Manufacturer narrative:
The technician stated that the nurse call was not functioning due to the communication cable being pulled off of the side com board. The communication cable was caught on an unk object and pulled. Causing the failure. A search of the hill-rom maintenance records showed hill-rom and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the side come power control board assembly and reconnected the communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the bed has no nurse call function. The bed was located in the bed shop at the facility. There was no pt/user injury reported. (B)(4).